Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021 , it was reported that the patient's infusion set's tubing broke off when she was trying to put on. It happened three days ago, and the patient was unsure of her blood glucose levels. Upon investigation of the returned used device (one set), it was found that the glue in the tubing connector was missing. No further information available.